Event description:
Patient came into ed scanner 2 force, for an angio assessment plan for an abdominal aortic aneurysm. Patient's IV flushed great and had blood return. Injector decided to have a critical error 50cc into scan. Restarted injector and proceeded without further issues. Patient received more contrast to get a diagnostic quality scan due to injector malfunction.